Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged irritation around nose, nasal/throat irritation or soreness and headache. There was no report of serious patient harm or injury. There was no medical intervention was required by the patient. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleged complaint irritation around nose and headaches. Related to a CPAP devices. There is no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected and found the external investigation showed that there were no signs of contamination on the outside of the device, the device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were no instances of errors on the device. The device was likely reset prior to receipt due to machine hours being and the therapy and blower hours being, the internal investigation showed that there were signs of mineral deposits in the blower box and on the blower fan. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation. Evaluation method code, evaluation results code and conclusion code grid has been updated.